Manufacturer narrative:
Submit date: 12/02/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the nurse found a crack at the y junction during the dialysis. The catheter was pulled and replaced. The product was tested prior to use. The patient is in hospital for recovery.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A kink was found on the body of the catheter. An underwater test was performed and there were no bubbles found. There were no cracks found at the y junction. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to nicks, excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Never forcibly flush an obstructed lumen. If the catheter is blocked, first check to be sure it is not kinked. The reported issue could not be confirmed. Because the reported issue could not be confirmed, a root cause could not be determined. However, the most possible root cause can be due to the use of a sharp object. A corrective action is not warranted at this time. Manufacturing performs leak testing at the final stage of production and in-process inspection per procedure. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs catheter pressure test during production, which would identify leaks in the catheter assembly. This complaint will be used for tracking and trending purposes.